Event description:
It was reported that this right atrial (ra) lead exhibited noise. All lead parameters stable. Ra noise reproducible with arm provocation. This patient is not dependent. The doctors plan to continue to monitor atrial lead noise. No plan for replacement currently. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).